Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a procedure, the evis exera iii video system center was experiencing an intermittent loss of image. No patient injury or procedure impact reported. This complaint is related to patient identifier: (B)(6) (cv-190/ s/n # (B)(4)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to an incorrect insertion of the input terminal on the monitor side. Olympus will continue to monitor field performance for this device.